Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection fortum (1g, route, frequency and duration not reported), injection targocid (400mg, once daily, route and duration not reported), and injection amikacin (125mg, once daily, route and duration not reported). The patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.